Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully deployed and the valve dislodged at the time of final angiography. The valve was pulled up to the ascending aorta and a new valve was implanted successfully. No additional adverse patient effects were reported.